Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "relative femoral neck lengthening in legg-calve-perthes total hip arthroplasty" written by verhaegen jeroen, md, declercq jonas, md, driesen ronald, md, timmermans annick, phd d, and corten kristoff, md, phd published in arthroplasty today on april 4, 2022 was reviewed. The purpose was to evaluate the results of this modified rfnl (relative femoral neck lengthening) technique, which preceded a second stage thr in patients with osteoarthritis following lcpd (legg-calve-perthes disease). Between december 2011 and september 2019 all thrs (20) were performed through a direct anterior approach (daa) with the patient in supine position on a regular surgical table. A pinnacle (19) or bantam (1) socket was used. A cementless (16) or cemented (4) corail femoral stem with a biolox delta ceramic head was used. Adverse events: 6 hips heterotopic ossifications with no intervention noted. 1 hip with deep infection after the second stage thr ¿ they underwent a two-stage revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.